Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the pump¿s black box revealed no activity relating to the pi. There was corrosion observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. There was no overheating duplicated during testing. The pump electrical current draws were found to be within specification. The pump was opened and there was no damage found. There was no further evidence of moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.